Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a replacement right ventricular (rv) lead was implanted. The r wave was noted to be very poor and high capture threshold was noted. The lead was reported to have "moved" and the measurements were "worse." During the revision procedure, the helix was noted to have myocardial tissue, so the physician implanted a new lead. No patient complications have been reported as a result of this event.